Event description:
The customer reported via phone call that the insulin pump kept alarming button error. She was trying to program the amount of carbohydrates but the numbers kept cycling. She then tried to change the battery because the insulin pump alarmed failed battery test. After changing the battery the insulin pump continued to alarm button error. Customer's blood glucose level was 101 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating current test or verify failed battery test alarm due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.